Event description:
Pt was revised due to loosening; osteolysis and polywear were present.

Manufacturer narrative:
Eval was not possible, as the products were not returned. Product info required to review the device history records was not provided. The initial reporting stated the product is not suspected of failing to meet specifications or contributing to the event. The investigation was limited to the info provided. The investigation could not verify or draw any conclusions about the reported device loosening and polyethylene wear based on the provided info. Based on the investigation findings, the need for corrective action is not indicated. Depuy considers the investigation closed. Should add'l info be rec'd, the investigation can be reopened.